Event description:
According to the report, a false aneurysm was found in a patient after bioglue was used in the procedure.

Manufacturer narrative:
"Date of this report" was updated to (B)(4) 2014. According to the case report, 8 ml of bioglue was used in an ascending aorta replacement surgery for acute aortic dissection. It was applied 1-2 mm in thickness and 2 cm in depth. On (B)(6) 2013, the patient presented with chest pain. CT and angiography showed formation of a false aneurysm, and reoperation was performed the same day. During the procedure, the surgeon found recanalization and rupturing of the adventitia on the aortic root where bioglue was originally applied. The surgeon stated that re-dissection could have been due to bioglue's failure to adhere. Additional information was received. The additional information included that on the same day that the re-procedure was conducted, a patch was used on the proximal aortic root which had been ruptured due to dissection, and then bioglue was applied over it. Then, on (B)(6) 2013, hypoxic encephalopathy and pulmonary hypertension occurred due to the rupture of the aorta re-dissection site. On the same day, the patient passed away due to respiratory failure. A review of possible lot numbers was performed and it was confirmed that all records were controlled, available for review, and met all specifications. A review of available information was performed. Based on the information available at the time of this report, it is not possible to definitively determine the cause of the false aneurysm or rupture observed in this patient. A potential cause for bioglue's failure to adhere is inadequate preparation of the surgical field, which is properly addressed the product's instruction for use. Based on the repeat redissection, false aneurysm formation, and repeat aortic rupture observed in the patient it was felt the false aneurysm was not correctly addressed; however, no definitive conclusions can be drawn at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, a false aneurysm was found in a patient after bioglue was used in the procedure.

Manufacturer narrative:
Additional information was received by cryolife on 01/30/2014: on (B)(6) 2013, the false aneurysm and re-dissection were found by CT scan and angiography. On the same day, re-operation was performed. A patch was used on proximal aorta around aortic root which had been ruptured due to re-dissection, and the bioglue was applied over it. The amount of the applied bioglue was 1-2ml. On (B)(6) 2013, hypoxic encephalopathy and pulmonary hypertension occurred due to the rupture of aorta at the re-dissection site. On the same day, the patient passed away due to respiratory failure.

Event description:
According to the report, a false aneurysm was found in a patient after bioglue was used in the procedure.